Event description:
It was reported that "two clips are loading at a time."

Manufacturer narrative:
We are waiting for the product to be returned to us for eval. When we finish the investigation, I will file a supplemental report.